Event description:
Additional information received for report mw5167037 on 03/20/2025. Findings of the investigation: this complaint was sustained as category ii. In addition to the above summary, the originator provided answers to questions asked by stating, ¿has this happened before with this product? Yes, a few months ago, we had others that were rusted.¿ mr. (B)(6) stated that a supply technician, logistics staff for (B)(6), and ms. (B)(6) were informed. Pictures were submitted with a questionnaire after receipt of the pqdr. Mr. (B)(6) stated he notified the department of logistics of this issue and does not know if a case complaint was submitted with the vendor of this product. Pending communication from the department of logistics on the status of submission of complaint to vendor. Ref report: mw5167036.

Event description:
Integra-miltex biopblade--shave biopsy blade ref 33-100, lot 21g04, exp: 2026-07-01 we have been receiving these biopsy blades that are rusted, not expired, but not usable because they are rusted. Ref report: mw5167036.